Event description:
Procedure: open inguinal hernia. According to the reporter: patient was reported to have an infection after the procedure and is being treated with antibiotics. Patient status is ok. Patient being treated with dressing and antibiotics, as well as culture and sensitivity tests.

Manufacturer narrative:
(B) (4). (B) (4).